Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed error code 1720 occurred upon power up. Functional testing was performed. The most probable cause was identified to be a defective backup capacitor. The capacitor was replaced.

Event description:
It was reported that error 1720 was displayed. Per reporter, the fault occurred immediately upon power up. There was no patient involvement.